Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to a defective drive train motor due to wear and tear. The autopulse platform was manufactured on 28 august 2014 and is over 5 years old. Upon visual inspection, no physical damage was observed initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. System error was cleared using apvision software. However, the platform displayed "system error, out of service, revert to manual CPR" message during run-in test. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message; thus, confirming the reported complaint. The investigation findings revealed a defective drive train motor. The drive train motor needs to be replaced to address the system error. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.